Manufacturer narrative:
The suspect laser device was tested and serviced by lumenis. Even though some routine service related adjustments were made (calibration, etc.), none could have contributed to reported misfire. The device was exercised to replicate a misfire; however, the reported event could not be duplicated. This is the first reported occurrence of a selecta ii misfire; therefore, there is no related product complaint trending available for this failure mode.

Event description:
It was reported the subject selecta ii fired a single shot while in standby without any user interaction. It was further reported that said shot did not make any human contact.